Event description:
The customer reported via phone call that the insulin pump has a partial display. Customer stated that the issue started several weeks ago and it has gotten worse. Customer changed the battery but anomaly persists. Blood glucose value was 112 mg/dl. The insulin pump would be replaced and returned for analysis when hospital sends request.

Manufacturer narrative:
The insulin pump showed ghosting display after pressing any button due to shorted lcd driver board. No missing segment/partial display noted. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.